Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was exhibiting noise on the atrial channel. A pause was also noted on the ventricular channel, although noise or oversensing could not be reproduced.